Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Printed circuit board subassembly failure found, cause unknown. Stylus pen has intermittent operation; stylus found out of calibration. Overlay screen has dead spots; overlay found out of electrical specification.

Event description:
It was reported the programmer has shown the message "programmer system battery has failed. Scheduled report deletion will not function properly until battery has been replaced. Set correct time and date." The programmer was returned for repair. No patient involvement was reported.